Event description:
A report was received that a pt had lost a significant amount of weight, and the ipg pocket was too big. The pt's weight loss was not device related. The pt underwent a pocket revision procedure and is reportedly doing well.

Manufacturer narrative:
This is the final report.